Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot 0196773 has been reviewed. No related quality issues or process deviations were found.the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had the needle fail to retract. The following information was provided by the initial reporter: "material no: 381434 batch no: 0196773, unknown. It was reported needle retraction failure, needle through the catheter. Verbatim: IV catheter needle didn't retract when button was pushed. When needle and catheter were removed , needle was punctured through the catheter. This is the second time this has hapenned with one of these ivs. FDA safety report ID# (B)(4), date of event: 12/01/2020."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 0196773, medical device expiration date: 2023-06-30, device manufacture date: (B)(6) 2020.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) had the needle fail to retract. The following information was provided by the initial reporter: material no: 381434 batch no: 0196773, unknown. It was reported needle retraction failure, needle through the catheter verbatim: IV catheter needle didn't retract when button was pushed. When needle and catheter were removed , needle was punctured through the catheter. This is the second time this has happened with one of these ivs. FDA safety report ID#(B)(4) date of event: (B)(6) 2020.